Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02g22 that has a similar product distributed in the us, list number 4p53.

Event description:
A (B)(6) result was generated while using the architect hbsag ii qualitative assay and confirmed (B)(6) using the architect hbsag ii qualitative confirmatory assay while using the architect i2000sr analyzer. The customer provided the following data: (B)(6). There was no adverse impact to patient management reported. No other patient information was provided.

Manufacturer narrative:
The lot number for the confirmatory assay has been updated. Further investigation of the customer issue included a review of the complaint text, a review of population field data, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list the architect hbsag qualitative assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. A batch record review did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hbsag qualitative assay, list number 02g22, lot 77255fn00 was identified.